Manufacturer narrative:
Product event summary: analysis of the returned device was inconclusive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached recommended replacement time (rrt) (B)(6) 2016. Analysis of the device memory indicated the right ventricular lead integrity alert. Right ventricular (rv) lead integrity alert warning occurred for increased sensing integrity counter (sic) count and 2 or more high rate- non-sustained episodes <(><<)>220 ms on (B)(6) 2014.

Event description:
It was reported that the patient's device had early battery depletion. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient's device had early battery depletion. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.